Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported hospitalization due to food poisoning and diabetes ketoacidosis. The blood glucose reading at the time of the event was over 600 mg/dl. Customer stated that the insulin pump was not the cause of the diabetes ketoacidosis. During the hospitalization, customer had problems removing the battery. Pliers were used. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.